Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 at 1:30 pm with blood glucose of 800 mg/dl. Customer was not feeling well over the weekend. Customer stated the insulin pump was not working while trying bolus. Customer was treated at the hospital. Hospital name was (B)(6). (B)(6) reported the incident. Hospital phone number (B)(6). Diabetic ketoacidosis and dehydration caused the hospitalization. Customer was given antibiotics and insulin at the hospital. Customer was wearing the pump at time of hospitalization. Customer was not delivering bolus. Customer declined to complete the troubleshoot for high blood glucose reading. Products will not be returning for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.